Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and battery compartment w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/28/2014 with the following findings: a battery compartment crack was observed. Moisture was discovered within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap was able to properly secure to the pump. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.